Manufacturer narrative:
A reagent issue can be excluded as the correct repeat values were obtained with the same reagent. The field service engineer found a leaky cell rinse tube and exchanged it. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested for ldl on the cobas 6000 c501 module. The ldl reagent is not manufactured by roche and is manufactured by an unknown competitor. The first sample initially resulted in an ldl value of 13 mg/dl and it repeated as 113 mg/dl. The second sample initially resulted in an ldl value of 7 mg/dl on (B)(6) 2025 and it repeated as 132 mg/dl.